Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored episode from (B)(6) 2020 that revealed noise on the shock channel that contributed to the rhythm not appearing correlated, thus inappropriate therapy was delivered. Anti-tachycardia pacing (atp) and six shocks were delivered, and therapy was exhausted. Further review with cardiology was recommended. A more recent episode from (B)(6) 2021 revealed noise was no longer present on the shock channel. This device remains in service. No adverse patient effects were reported.